Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: interventional treatment of lvad outflow graft stenosis by introduction of bare metal stents, 2017. American society for artificial internal organs journal. 2017 feb 9. Doi: 10.1097/mat.0000000000000547. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event is being reported as part of a retrospective review of literature events in response to an update to the MDR complaint sources. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article discussed vads for left ventricular support in adults and treatment of vad pump thrombi. Multiple patients were noted in the article; however, a one-to-one correlation could not be made with unique device serial numbers. One patient experienced drops in vad flows and deterioration in clinical status. The patient's vad logfile revealed decreasing power consumption. A computed tomography (CT) scan revealed a pump outflow graft thrombus. Angiography was performed. After angiographic confirmation of high-grade stenosis, outflow stenting was performed by the interventional radiologist under general anesthesia. Vad flow immediately normalized. The patient was extubated immediately and was discharged 4 days later. The vad remained in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: pump of unknown serial number and outflow graft of unknown serial number were not returned for evaluation. Review of the manufacturing documentation for the pump and the outflow graft could not be performed due to unknown serial numbers for the devices. Log file review based on the provided published journal article (case 1) revealed a sustained decrease in power consumption and estimated flow beginning september 30, 2014. No information on alarms was provided for evaluation. It was noted in the information given in the published article that a computed tomography (CT) scan revealed stenosis of the outflow graft. Stenting of the outflow graft was then performed following which the vad flow parameters normalized as shown in the provided log file analysis published in the article. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported "low flow" event can be attributed to an occlusion caused by stenosis of the outflow graft. If information is provided in the future, a supplemental report will be issued.